Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units multiple times after filling the cartridge with insulin during the load process. The customer reported an elevated blood glucose (bg) level between 400-500 (mg/dl). Injection were delivered to address bg levels. The customer indicated they would add more insulin to the cartridge once they had access to additional supplies.